Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an appendectomy procedure, the device was handled off to the surgeon for the initial firing. The surgeon fired the device. After firing, the surgeon noticed that the device did not have a cartridge loaded in it. As a result, part of the cecum was cut off. The device was loaded with a cartridge and fired over the part that was open. There was minimum bleeding. The procedure was completed without impact to the patient. The device was discarded. On what tissue type was the device used? At what location on the tissue? Appendix. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st. What color cartridge was being used? Na. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? If so, which product? Unk. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Unk. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unk. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unk. Was there any difficulty removing the device from the tissue? Unk.